Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. The patient presented with chest pain and a lesion was identified in a left anterior descending artery. An unknown taxus express2 drug eluting stent was deployed in the lesion. No patient injuries or complications were reported. The patient took plavix for approximately 6 months following the procedure. Seven months post procedure, the patient presented with an acute myocardial infarction due to in-stent thrombosis of the previously placed stent. Two non bsc stents were placed in the left anterior descending artery to treat the thrombosis. No further patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.